Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned instrument revealed that the device shaft is severely elongated as well as kinked and twisted at the skive. The usable length of the device does not comply anymore with the specification, indicating application of a high tensile force. The two xray markers have shifted in distal direction and are located directly proximal to the distal tip weld. The balloon has been inflated, burst longitudinally and transversally and has eventually fractured. The proximal balloon fragment has a length of about 9 mm. Microscopic inspection revealed several scratches on the balloon surface. The distal balloon fragment was not returned for analysis. It was confirmed that no device parts remained inside the patients body. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations no material or manufacturing related root cause could be identified. The root cause for the balloon burst is most likely related to the patients anatomy (i.e. Moderately severely calcified lesion). The severe elongation of the device shaft and the balloon fracture most likely occurred due to a mechanical overload during withdrawal.

Event description:
An orsiro drug-eluting stent was chosen to treat a calcified lesion in the proximal cx. During inflation the balloon ruptured.